Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 28-jan-2020. Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2020 with the following findings: during investigation, the pump booted to a hard cs 052 alarm that could not be cleared. .the pump boots to a hard 052 cs that can not clear .black box and alarm history show cs87 and cs 52 alarms , pump was never resumed after cs alarms. The black box download shows no evidence of loss of prime. The battery compartment is cracked above the grip. The pump cover was removed evidence of moisture corrosion was found on internal pcb components. Due to cs alarms at power up investigation for loss of prime could not be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.